Event description:
Patient reported "rupture" confirmed via MRI. Later healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed multiple openings through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion, non-penetrating nick and missing orientation dot are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Later healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial date of implant: 2009 was provided.

Event description:
Patient reported "rupture" confirmed via MRI. This record is for the left side. Device remains implanted.